Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted a large recurrent and indirect inguinal hernia. He saw two pieces of large mesh, one of which was coming through the deep inguinal ring and the other was plastered to the undersurface of the abdominal wall. He noticed that a portion of the mesh was adherent from the cord structures and divided medial to the iliac vessels. Both pieces were removed. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 4/28/2022.

Manufacturer narrative:
Date sent to the FDA: 2/6/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.